Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Attorney.

Event description:
Apr 25, 2017: legal claim received. Received representation letter and explant letter with two authorizations attached. Update ad 12 nov 2018: medical records received. After review of medical records, it was reported that the patient was revised to address pain and discomfort due to armd and pseudotumor formation. Revision notes "reproted" 300cc of milky white fluid, stained white muscles, large pseudotumor, no healing of the short external rotators to the posterior proximal femur, black corrosion material in the femoral head and around the morse taper, and osteolysis. Metal ion levels were above 7ppb.